Event description:
On (B)(6) 2025, a patient reported experiencing a low bg of 44 mg/dl resulting in a car accident. The patient stated while driving, their bg was reading in range and next thing the patient remembers is being awakened by ems. The patient was transported to the ER, was treated with glucose until their bgs came back into range. The patient reported their dexcom g7 was inaccurate for weeks and wants to switch to a different cgm. The patient was discharged and restarted ilet therapy with a dexcom g6 sensor.

Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. Log data was not available on the day of the event (4/15), however data up to (B)(6) 2025 was reviewed and found the ilet was performing to specification including alerting the patient of low glucose. Since there is no log data on the event date, the cause of this event cannot be determined. Should additional, relevant information become available, a supplemental report will be submitted.